Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pedicle screw was broken in patient's back. Patient was having problems in walking and was in lot of pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: spinal fusion.